Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the shell was inserted the surgeon attempted to seat the liner into the shell. Three separate attempts were made to insert the liner into the shell with considerable attention paid to clearing of soft tissue and proper orientation of the liner in the shell. Approximately 12 - 15 impaction strikes were made on the liner impaction tool without success of seating the liner. The surgeon requested a second liner. It was opened and was seated into the shell on the first attempt. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was not confirmed. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: g7 acetabular shell, catalog#: 010000664, lot#: 6208362. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection there is no damage to the locking feature or the outer radius of the liner. However the scallops have been deformed and indented. No further measurements were taken as the poly liner was impacted and would not give an accurate reading. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.